Event description:
Undersensing and micro-dislodgement were reported within a week post implant and the patient was hospitalized. No capture and v threshold below 1 v were also reported. The patient became asystolic and a temporary pacemaker was used. While being transferred to another hospital, the patient had a cardiac arrest in the ambulance and expired. Suspected cause reported to be micro-dislodgement of vent lead. (The pacemaker was not a medtronic device.)